Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a sudden increase in shock lead impedance; all vectors were greater than 200 ohms. The pace impedance had also been increasing; however; it was not out-of-range. The patient was brought in for replacement of the implantable cardioverter defibrillator (ICD). Upon removal of the ICD, some movement was observed on the device header. The ICD was successfully replaced and no additional adverse patient effects were reported.

Event description:
It was reported that there was a sudden increase in shock lead impedance; all vectors were greater than 200 ohms. The pace impedance had also been increasing; however; it was not out-of-range. The patient was brought in for replacement of the implantable cardioverter defibrillator (ICD). Upon removal of the ICD, some movement was observed on the device header. The ICD was successfully replaced and no additional adverse patient effects were reported. Additionally, it was stated that the ICD was implanted subpectorally. During the ICD replacement the shock lead impedance decreased to normal range prior to changeout. After connecting the new device, a commanded shock was performed and shock lead impedance was normal; there was good sensing and no noise.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The rv tip and rvc header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that there was a sudden increase in shock lead impedance; all vectors were greater than 200 ohms. The pace impedance had also been increasing; however; it was not out-of-range. The patient was brought in for replacement of the implantable cardioverter defibrillator (ICD). Upon removal of the ICD, some movement was observed on the device header. The ICD was successfully replaced and no additional adverse patient effects were reported. Additionally, it was stated that the ICD was implanted subpectorally. During the ICD replacement the shock lead impedance decreased to normal range prior to changeout. After connecting the new device, a commanded shock was performed and shock lead impedance was normal; there was good sensing and no noise.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Correction: device was implanted subpectorally and this device is included in the 2009 subpectoral implant advisory.